Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 06-oct-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving gablofen (2000mcg/m l at 891mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient had a change in therapy recently (relative to (B)(6) 2018) and that the healthcare provider (hcp) believed "that" may have been something wrong with the pump. At the last pump refill, there was more than expected drug in the pump and there had been some excess drug in the pump at refills. The patient was scheduled for pump replacement and possible catheter revision. On (B)(6) 2018, the pump pocket was opened first and the hcp pulled the pump out of the pocket. The hcp aspirated the catheter through the catheter access port (cap), but had some resistance. She did receive about 0.2ml, but it was slow. The hcp disconnected the catheter and found some gunk or build up in the sutureless connector. This was cleared out and there was better cerebrospinal fluid (csf) flow. No environmental, external, or patient factors were reported to have caused this issue. The pump was placed on the back table and the cap was tested on the back table. There was a small piece of tissue or something that came out when testing the cap on the back table. For safety measures, the physician decided to replace the pump. A new 40ml pump was connected to the existing catheter. The patient's daily dose was decreased to 791mcg/day, which was a 100mcg/day decrease. The patient would stay overnight for observation. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.